Manufacturer narrative:
The evaluation of the device confirmed that the reported event was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, no endoscopic image was displayed after starting up the device. The device was used with gif-h170. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Because the reported event of no image and front panel anomaly was not reproduced, omsc assumed that the reported event was caused by power supply and wiring environment or temporary failure of the device. If additional information becomes available, this report will be supplemented.